Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon first inflation at 4 atmospheres within 10 seconds. The device was removed using normal method without any problem. There were no complications reported, and the patient was in good condition post procedure.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6).